Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and was powered off. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen. A field service engineer (fse) disconnected the load from the power supply and used a meter to confirm there was no output. The fse replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.